Event description:
It was reported that the physician's tablet was giving an error message "there is an error establishing communication with the generator. Please try repositioning the programming wand." A company representative performed troubleshooting by switching out the usb cable; however, the error did not resolve. It was reported that the issue resolved when the usb cable was pressed into the tablet. There was reported to be too much wiggle room where the usb port and cable meet. A new tablet was provided to the physician. The old tablet has not been received for analysis to date.

Event description:
The tablet and serial cable were received for analysis. Analysis of the tablet and serial cable was completed on (B)(6) 2016. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.